Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal femoral fracture with the drill sleeve. When the surgeon tried to disconnect the drill sleeve from the plate, the thread of the drill sleeve was broken. The fragment was generated in the body, but he successfully removed the fragment. The surgery was completed successfully with a less than thirty (30) minute delay. The patient status was reported as stable. No further information is available. Concomitant device reported: plate (part unknown; lot unknown; quantity 1). This report is for a drill sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: picture review: the provided x-rays neither allow to verify the complaint condition nor does the review allow for any determination of the root cause. Reported issue: when the surgeon tried to disconnect the drill sleeve from the plate, the thread of the drill sleeve was broken. The fragment was generated in the body, but he successfully removed the fragment. The broken lcp drill-sleeve was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection of the returned devices. The visual inspection of the returned the lcp drill sleeve show that a portion of the distal threaded tip broken off as reported. The rest of the device is otherwise in a good condition with some signs of regular use. The relevant features were measured during the dimensional check and the result does show conformity. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, the review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used, and that the device was hardened and tempered within the specification as part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The event described could be confirmed as the lcp drill sleeve is broken at the tip as reported. Although the exact cause cannot be determined with the provided information, based on the diagonal appearance of the fracture face, we assume that the device was exposed to too much lateral stress while trying to disconnect the drill sleeve from the plate. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part: 323.042; lot: 2512476; manufacturing site: bettlach; release to warehouse date: sept 4, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.